Event description:
Per the audiologist, the patient had not made the expected progress since activation of the cochlear implant system. Results of an integrity test in 2008, were consistent with normal receiver/stimulator function with multiple electrode anomalies. Deactivation of the anomalous electrodes did not alleviate the problem. A repeat integrity test two months late, showed the same results as the previous report. Explant/reimplant surgery is planned but had not been scheduled at the date of this report, filed 01/14/2009.

Manufacturer narrative:
.